Event description:
During prep, it was noted that there was a separation of the shaft of the device. The device was discarded and there was no harm to the patient manufacturer response for unknown, unknown (per site reporter) mfg notified by site.